Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was failed to pace and exhibited high pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.